Manufacturer narrative:
Device evaluation: a field service engineer (fse) visited site and reseated y2 connection and error cleared. Ran 30 individual flaps followed by a 30 flap burn in with no raster deviation. Released for surgery. Fse returned at a later date and pro-actively replaced the galvo assembly. System is performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Galvo error occurred during the procedure. Flap was partially cut with lower sidecut incomplete and approx 1 mm higher than expected on the lower portion of the cut. Doctor examined the patient and found the defect to be insignificant. The flap was recut with no problems. Correction was able to be completed successfully. No adverse effects to the patient. No additional information was provided.